Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005323.

Event description:
Related manufacturer reference number: 1627487-2024-07357. It was reported that one of the patient's occipital leads had high impedances and their ipg migrated. Surgical intervention was undertaken on (B)(6) 2024, wherein the lead was explanted and replaced and the ipg was repositioned to address the issue. Therapy was restored post procedure.